Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2019-02674, 3006705815-2019-02675. It was reported the patient¿s ipg flipped in the pocket which caused the leads to be pulled down. Surgical intervention took place wherein the ipg and leads were explanted and replaced. Patient is receiving effective therapy.